Manufacturer narrative:
Results: the benchmark 6f 071 delivery catheter (benchmark dc) was fractured approximately 6.0 cm from the hub and kinked in multiple locations. Conclusions: evaluation of the returned device confirmed it was fractured near the hub. This damage may have occurred due to forceful manipulation of the benchmark dc during removal from the packaging or preparation for use. Further evaluation revealed the benchmark dc was kinked in multiple locations. This damage was likely incidental and may have occurred during packaging for return to penumbra. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a micro neurosurgery procedure, the hospital staff noticed that a benchmark 6f 071 delivery catheter (benchmark dc) was broken near the hub. The benchmark dc broke prior to use and therefore was not used in the procedure. It is unclear if the benchmark dc broke during removal from the inner packaging before flushing. The procedure was completed using a new benchmark dc.